Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue. The gas delivered engine (gde) was replaced and the unit met service specifications.

Event description:
The customer reported that the ventilator's blender was having issues. The fraction of inspired oxygen (fio2) was always at 21 percent. Patient involvement is unknown.